Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid scope had a damaged distal end. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, d8, g3, h2, h3, h6 and h11 the device was returned to olympus for inspection and the reported failure was confirmed. No nonconformances were found, and the cause could not be established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor the field performance of this device.

Event description:
No additional information received from customer.